Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.(B)(4).

Event description:
It was reported that during implant it took many turns for the helix to start to extend, at which point it extended suddenly. The lead was not implanted.